Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the vela ventilator experienced low peak pressure, low exhaled minute volume (low ve) and circuit disconnect. The customer confirmed that there was no patient involvement associated with the reported event.